Manufacturer narrative:
E1: facility name "(B)(6)." Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device cassette was not being detected. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported device cassette was not being detected. The device was duly received at our service center, where it underwent the necessary repair procedures. Following the completion of the repair process, the device was returned to the customer. Therefore, it is not feasible to conduct the investigation (pci) at this stage, as the device is no longer available in our facilities for further analysis. The probable cause of the reported problem was unknown.